Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a software error on the insulin pump.

Manufacturer narrative:
The insulin pump was returned for software error detected error and format history file analysis has confirmed software error detected due to software error. The insulin pump passed full functional testing including displacement test, rewind, prime seating test, basic occlusion test and force sensor test. The insulin pump was received cracked reservoir tube lip and scratched case.